Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot#: va1wged, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the hcp said the possible cause of the patient having the device rejection was due to sensitivity. After the patient was explanted, the wounds closed up. No further complications were reported.

Event description:
Additional information was received. The patient recounted the same issues as previously stated, but added additional information on the timeline of the formation of the holes between the date of original implant and their explant. One hole opened and leaked at the neuro stim site almost right away, a second hole opened one month later at the lead, and finally a third hole formed "at stim". They stated the holes would close intermittently, but would not remain closed. They stated everything worked fine, but their body refused to accept the implants and nothing could be done to stop the leakage and pain. No device issues and no further patient complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1wged implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3889-28, lot#: va1wged, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 27-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller said the patient's site at the ins and lead was constantly opening, it caused them a lot of pain and leaking. They said their body was constantly trying to reject the system. They had the symptoms right away, within weeks of getting the implant. They had a red like rash. They said it opened up every couple of weeks and leaked. The patient had been to the doctor a half a dozen times at least. They had an appointment for the day of the report at 11:30 over the phone. The caller said the patient developed a hole kitty-corner from the first hole over a year prior. The opening at the lead site was noted to be the most painful. The caller wanted to know if there was a device made with different material or a pouch that could be used. They were thinking about removing the device if the issue couldn't be resolved. They wanted to keep it because the patient got good relief of their symptoms form the system. They were told to ask about the tyrx pouch and see if that was an option. It was also recommended to have the doctor reach out to the rep to ask about solutions. They were redirected to their healthcare provider to follow-up. Additional information was received. The patient's spouse called back and stated the device had been removed on the 14th of may. They clarified that they had an opening at both the lead site and the implant site, the caller did not have possession of the device, so it would not be sent back by them. No further complications were reported or anticipated.